Event description:
After storage, one crack was noticed starting from an edge of the bag. The bag was filled with 100ml volume and stored in metal cassettes in liquid nitrogen. The product was not infused, patient engrafted after transplantation.